Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap assisted distal gastrectomy. According to the reporter: during the procedure, the jaws would not open and the device was removed forcibly from the tissue. A new device was opened to complete the procedure. There was no bleeding and no tissue damage. There was no unanticipated tissue loss. Nothing fell into the cavity. Operating room time was not extended by more than 30 mins. The surgeon states he felt the jaws did not open completely while using.